Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The incident involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. The reporter stated that the line had air in them and the plum 360 pump didn¿t not stop or remove air in line. The event occurred during use on patient. They became aware of the issue when the nurse saw the air in line. He involved medication is a chemotherapy drug. There was patient involvement and a delay in therapy but no patient harm. This is the first of three reports.